Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the applier failed to clamp down the clips sufficiently. It was not reported how the procedure was completed. No patient impact reported.